Manufacturer narrative:
Correction: this report is a duplicate of the report submitted under manufacturer report number 1416980-2023-01338. All relevant information was captured under that manufacturer report number 1416980-2023-01338. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had fluid leakage when the device was stored in a bag. There was no patient involvement. No additional information is available.